Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient's device was explanted due to infection. No further details have been provided at this time. Good faith attempts to obtain additional information have been unsuccessful to date. A search was performed in the manufacturer's device history records, which confirmed that sterilization did occur for both the lead and generator. The explanted generator and lead were returned to the manufacturer for analysis, which has yet to be performed.